Manufacturer narrative:
(B)(4). Date sent: 05/04/2023. Per photographic evaluation: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a device in the casing area and the knife is exposed. The knife appears to have nicks and damage. Based on the photo reviewed, the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot number x96679, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/14/2023. B3: only event year known: 2023. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a sigmoid colectomy procedure the device was used, but it could not be easily removed from the patient. On the phone, we went through steps of use and troubleshooting, but still could not get device out of patient. During this time period, I was able to get to the hospital and into the or. The surgeon had to remove the stapler with force, causing a leak to the anastomosis. Upon inspection of the device, a rigid, not smooth, jagged part of the knife blade was identified. It is believed that this jagged edge was the cause of this issue. A new device was opened, and a redo of the anastomosis was done, and the procedure was successfully completed. Additional specimen generated (proximal sigmoid colon, failed anastomosis). No fragments were generated. The surgery was delayed by 120-minutes.